Event description:
It was reported that the pt will need add'l surgery due to mesh usuration (tissue in-growth and migration of the mesh) 4 cm diameter through the posterior wall of the stomach. Surgery planned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.